Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jul19. The manufacturer¿s international service technician indicated the device alarm was related to the o2 supply source and stated no malfunction of the device was observed. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer stated "ventilator alarmed". There was no patient involvement.